Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 75-year-old male with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. The patient was taken to cath lab for explant. Anticoagulation had been held for an extended amount of time due to gi bleeding. The impella was explanted and closed using perclose x 2. The team said they had pulses at time of explant. Several hours later in ccu patient lost left leg pulses, patient was brought back down to cath lab around 8pm, found to had large clot burden, angiojet was able to aspirate down to knee. Ic was unable to restore flow below knee area. Vascular was consulted and patient was taken to or for fasciotomy and open thrombectomy.

Manufacturer narrative:
The investigation into the limb ischemia ¿ reversible issue has been completed. The device was not returned for investigation. As per clinical, after the pump explant, the patient lost pulses in the impella leg, and the doctor discovered a large clot extending down to the knee. The root cause of the limb ischemia issue was patient condition related to clot interaction.